Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
On an unknown date, the groove for preventing rebounding (near the shock cushion) was cracked. The product problem was found during the incoming inspection of goods by the distributor. There was no patient contact or patient injury.